Event description:
It was reported that a user with ilet integrated to a freestyle libre 3 plus experienced signal loss and inability to pair, with the app indicating the sensor was in use by a different device; the user believed a clinic may have started the sensor on another app, and the sensor was replaced with education provided on proper start-up in the ilet app and on bg run mode and dosing stops soon. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem consistent with improper or incorrect start-up procedure, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error causing a component-related interoperability issue.